Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01709 this report is being submitted as additional information. Approximate age of device - 1 years, 4 months. The pump was not explanted. A correlation between the device and the report of a suspected stroke and the subsequent patient outcome could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. On (B)(6) 2018 it was reported that the patient had a prior cerebrovascular accident (cva) that was being managed with inr of 2.5-3.0. The event date has been estimated. Additional information was requested but was not provided.